Event description:
Zoll customer support reviewed the download of (B)(6) old male patient which revealed several belt communication errors, abnormal shutdowns and service code 204's. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (belt communication errors/abnormal shutdowns/service code 204) has been confirmed. As received, the trunk cable connector was broken. The root cause of the broken trunk cable connector cannot be positively identified, but was likely a result of excessive force. Once the trunk was replaced, the belt was fully functional. No adverse event resulted from the broken connector. The patient received a replacement electrode belt.